Event description:
On (B)(6) 2012, patient underwent placement of bilateral percutaneous nephrostomy. Left placement was uneventful. During the course of tract dilation at the level of gerota's fascia, the 0018 guidewire fractured leaving a wire fragment extending through the renal parenchyma and into the renal pelvis. Attempts at loop snare retrieval were unsuccessful secondary to clot formation. Patient had extensive retroperitoneal fibrosis. Attempt to remove fragment during nephrostogram on (B)(6) 2013 was unsuccessful. Patient was taken to the operating room on (B)(6) 2013 for right percutaneous nephroscopy with removal of fragment and exchange of nephrostomy tube. Fragment successfully removed.